Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
When surgeon was inserting the acetabular dome plug in a titanium cup and there was an audible squeak. He was not able to insert the dome plug fully so he tried to remove it. The screwdriver tip broke so he was given another one but could not remove it. Surgeon took the titanium cup out and inserted another cup 2mm larger.

Manufacturer narrative:
An event regarding a damaged screwdriver tip from a trident driver was reported. The event was confirmed. Method & results: -device evaluation and results: the device was returned in used condition. The hexalobular drive feature of the device is heavily damaged. The lobes of the feature are deformed; he appearance is consistent with applications of excessive torque in the clockwise directions. The appearance of the hexalobular tip is similar to the appearance of complaint devices where the hexalobular drive feature has fractured due to application of excessive torque. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found there have been no other events for the manufacturing lot. Conclusions: the root cause was determined to be application of excessive torque by the user. No further investigation is needed at this time. If additional information become available, this investigation will be reopened.

Event description:
When surgeon was inserting the acetabular dome plug in a tritanium cup and there was an audible squeak. He was not able to insert the dome plug fully so he tried to remove it. The screwdriver tip broke so he was given another one but could not remove it. Surgeon took the tritanium cup out and inserted another cup 2mm larger.